Event description:
Patient underwent initial surgery for degenerative disc disease at levels l3-s1 on (B)(6) 2012. Post-operatively, the pt experienced pain and was returned to surgery on (B)(6) 2012. The locking caps on the right side at l5 and s1 were noted as backing out. The surgeon was able to retighten and reseat both locking caps. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.